Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.

Event description:
The customer reported that the sys would not power up because the temp was below the minimum required for the boot up process. No pt injury was reported.